Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded some untreated events due to non-physiologic noise oversensing. Technical services (ts) reviewed the episodes and recommended troubleshooting to discard any integrity issues with the s-ICD system, and suspected the issue is related to the sense b noise issue. Provocative maneuvers did not reproduce the noise, and the physician decided to reprogram the vector configuration to alternate and extend the time to therapy. Ts recommended instead to reprogram the vector configuration to secondary and ultimately explant the s-ICD system if the sensing issue keeps recurring. Eventually, both this s-ICD and the implantable electrode were explanted and replaced due to inappropriate shocks delivered due to oversensing, caused by a suspected electrode fracture. This s-ICD was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded some untreated events due to non-physiologic noise oversensing. Technical services (ts) reviewed the episodes and recommended troubleshooting to discard any integrity issues with the s-ICD system, and suspected the issue is related to the sense b noise issue. Provocative maneuvers did not reproduce the noise, and the physician decided to reprogram the vector configuration to alternate and extend the time to therapy. Ts recommended instead to reprogram the vector configuration to secondary and ultimately explant the s-ICD system if the sensing issue keeps recurring. Eventually, both this s-ICD and the implantable electrode were explanted and replaced due to inappropriate shocks delivered due to oversensing, caused by a suspected electrode fracture. This s-ICD is expected to be returned for analysis and no additional adverse patient effects were reported.